Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The fields b5 (describe event or problem) and b7 (other relevant history) were updated. Thus, this supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial fibrillation (a fib) ablation procedure. During the procedure, the physician mentioned that the needle was unable to cross the septum, despite several attempts at energization. The issue occurred when the generator was in ready mode. The rf tone was heard when energization was attempted and tenting the septum was confirmed. No error codes or alerts were displayed and there were no issues noted with the patient's anatomy or difficulties while advancing through the sheath/dilator. The physician also mentioned that the needle was shaped manually prior to the procedure. The needle and grounding pad were replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an atrial flutter (af) ablation procedure. During the procedure, the physician mentioned that the needle was unable to cross the septum, despite several attempts at energization. The issue occurred when the generator was in ready mode. The rf tone was heard when energization was attempted and tenting the septum was confirmed. No error codes or alerts were displayed and there were no issues noted with the patient's anatomy or difficulties while advancing through the shealth dilator. The physician also mentioned that the needle was shaped manually prior to the procedure. The needle and grounding pad were replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental will be filed.